Manufacturer narrative:
It is standard of care and prescribed in the IFU that valves and patches undergo a series of extensive rinses during the preparation phase prior to implant in the patient. This rinse process is required as the valves and patches are stored in glutaraldehyde. Accessories are also typically rinsed prior to use. It is possible, during this standard / mandatory device preparation, fibers or particulate may be observed. There are inherent tissue fibers on the rough surface of the pericardial tissue that at times can be difficult to distinguish from particulate. The rinse process should remove all particulate. As a result, small amounts of particulate are highly unlikely to enter the patient and cause injury. There are cases, however, where the particulate can be partially embedded in or attached to the leaflet or valve. If the particulate can be rinsed, the potential for injury to the patient is remote. If the particulate could be not removed during the rinsing process, and the valve was used in a patient, there is a potential for the particulate to enter the patient and embolize. The device evaluation is ongoing. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that a 23mm aortic valve was not used due to a visible spot observed at opening. As reported, the valve was rinsed twice for 1 minute with 500ml normal saline solution, but the spot did not disappear.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Customer report of "visible spot" was confirmed. As received, a green fiber-like particulate approximately 1mm long was observed on the inflow aspect of leaflet 1. The fiber-like particulate was not able to be rinsed off during rinse procedure per IFU. As received, the valve was still attached to the holder with all three green sutures intact at the cutting channels. No suture holes were detected in the sewing ring. Opened valve shelf box and opened valve jar were also returned. Photos provided appeared consistent with lab findings. Chemistry analysis determined the sample spectrum is consistent with that of cellulose (paper towel). The root cause of this event cannot be conclusively determined. However, there are no indications it originated from edwards. The ID tag was not present in the image provided by the customer, which indicates that the valve was handled after it was removed from the jar. It is possible that the particulate contacted the valve during customer use/handling before the rinsing step.